Event description:
The pt presented with increasing rigidity and gritting teeth. The catheter was completely occluded and pump was full on refill date. The pump reservoir should have been approximately 2/3 empty. A dye study performed in 2003 revealed the shunt had been disconnected at the pump site and had no flow with aspiration or slight pressure. Three days later the catheter was explanted and replaced. The operative report reads: "broken catheter at connector to intrathecal pump." It was also discovered that the pt had a granuloma at the distal end of the catheter. The pt was reported as doing "great, more limber, much better."